Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5/event description: the issue occurred during preparation for use and there was about a 5 minute delay in the procedure.

Event description:
The issue occurred during preparation for use and there was about a 5 minute delay in the procedure.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported there was a no image issue. The image was restored on the evis exera iii video system center once the (maj-1933) light source cable was swapped out. The customer believed the issue was resolved, and this device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, there was a no image issue. The diagnostic procedure (endoscopy) was completed with the same device once the light source cable was switched out, and there was no patient harm associated with the event.